Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported that the pump delivered an unintended bolus of insulin. Patient stated he was near an electrical box, and the pump began to deliver a bolus of insulin but no bolus was programmed. Patient reported he activated the pump display and his current basal rate displayed. Patient stated the insulin would not stop delivering until the cartridge was empty. Patient's blood sugar went down to 2.9mmol/l; was able to self-treat. Patient stated none of the pump settings were affected. Patient alleges the electrical box generated an electromagnetic field which affected the pump's function. No adverse event reported. Requested return of the alleged pump; replacement was sent.